Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device suffered a display screen issue and would not power on. No additional information was provided. There was no patient information.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad a review of the device history record showed the device had a manufacture date of 28 aug 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a display screen issue and won't power on. No additional information. No patient information.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a display screen issue and would not power on. No additional information was provided. There was no patient information.

Event description:
It was reported, that the device suffered a display screen issue. And would not power on. No additional information was provided. There was no patient information.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, no power to keypad; replaced keypad. A review of the device history record for sn#: (B)(6) was performed. And showed the device had a manufacture date of 28 aug 2019. And confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. The review was performed, from the date of manufacture to the date of product release for distribution.